Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1423906) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: balloon loss of pressure upon shuttling down. Device removed and manual compression for 20 minutes. Hemostasis achieved and patient discharged same day. The patient was not hospitalized. Stick location: right common femoral artery.